Manufacturer narrative:
Final analysis found that the outer insulation was damaged at 4.0 - 4.8 cm from the distal lead tip. The damage was due to an external abrasion as confirmed by both optical and scanning electron microscopic (sem) analyses. Intact inner insulation was verified by electrical and air leakage testing. Normal lead impedances (unipolar and bipolar) were measured while submerging the lead in saline solution.

Event description:
It was reported that the patient developed an infection from a skin wound. The lead exhibited an insulation abrasion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.